Event description:
It was reported that a recently implanted patient experienced renal, respiratory, and right heart failure. The patient had moderate right ventricular dysfunction prior to implant, but was noted to have a pulmonary artery pulsatility index (papi) of 3.3. The patient's morbidities were not related to a device or therapy related issue. The patient's respiratory failure was caused by metabolic factors and secretions and was not related to their implant procedure. The patient was on a ventilator and eventually was given a tracheostomy; they were also on continuous renal replacement therapy (crrt). The patient was making progress towards recovery, but they developed a gastrointestinal (gi) bleed that was unable to be reached by an endoscopy. The patient was too unstable to be taken to the operating room (or). Care was withdrawn, and the patient eventually passed away on (B)(6) 2022 due to hypovolemic shock. The death was not considered to be device related and the device operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported multiorgan failure, gastrointestinal bleeding, and subsequent patient outcome as well as a direct correlation with the device could not be determined through this evaluation. The device operated as expected and will not be returned for evaluation. The relevant sections of the device history records for the (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 18 apr 2022. The heartmate 3 lvas instructions for use (IFU) (rev. C) lists death, bleeding, and various forms of organ failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The patient care and management section provides information regarding anticoagulation, including the recommended inr values. No further information was provided. The manufacturer is closing the file on this event.